Event description:
The customer reported an access 2 immunoassay system (serial number (B)(4)) generated false high troponin I (accutni+3) results for two patients. This MDR reports the results for patient 1; please see MDR 2122870-2014-00768 for the results for patient 2. The instrument generated an elevated accutni+3 result for patient 1. As a result, the patient was admitted to the hospital and was redrawn several times. Testing of the redrawn samples yielded negative accutni+3 results; data for these results was not provided by the customer. The following day, the original sample was retested on the same instrument and a lower accutni+3 result was obtained. The customer noted that the rerun was performed knowing storage guidelines for the sample were not met, but the rerun result are not questioned as they fit the results obtained for the redrawn samples. Review of instrument data shows that calibration, quality control (qc) results, and system check were performing within instrument and assay specifications. There were no instrument-generated flags or hardware errors reported at the time of the event. There were no issues noted with sample collection, sample handling, or sample processing for this event. The customer noted that samples appeared normal by laboratory standards.

Manufacturer narrative:
There is no indication that accutni+3 reagent was returned to beckman coulter (bec) for evaluation. Bec field service was not dispatched for this event; there is no evidence of instrument malfunction. The cause of the false high accutni+3 results could not be determined from the supplied information. Associated MDR: 2122870-2014-00768.